Manufacturer narrative:
Product ID 3889-28, lot# va1kncp, implanted: (B)(6) 2017, product type. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(4), ubd: (B)(6) 2021, UDI#: (B)(4), date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient(pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿pt said the device is not helping with their symptoms. Pt said when they move sideways they get "shocks" in their lower back. Pt said they have fallen a couple times in the snow. Pt said they think the lead has moved. Recommended turning stim off and following up with healthcare provider to make an appointment to have the device checked. The pt was redirected to their healthcare provider to further address the issue.